Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead in association with this cardiac resynchronization therapy defibrillator (crt-d) did exhibit out-of-range pace impedance measurement, possibly exceeding 2,000 ohms. There were no reported adverse patient effects associated with this event information.

Manufacturer narrative:
Information currently suggests that these medical devices remain actively in service. Theinvestigation remains open at this time as the reason for the imedance anomaly was not known at the time of this initial report.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Most recently, the associated lead was surgically abandoned for the previously stated issue. The boston scientific local area sales representative stated that there was no evidence of fracture for the lead or any other evident issue. Therefore, a connection issue remains as a probability. The investigation is considered closed at this time.